Manufacturer narrative:
A batch record review indicates no discrepancies. Review of four retain samples (4 fms devices) for lot number 15fm0409 shows that the appearance of the balloon/ inflation port, catheter body and valve function are normal. Complaint simulation testing of four retain samples (4 fms devices) for lot number 15fm0409 shows that after inflating with 45 ml volume of water, no breakage, leakage or blocking of the balloon / white inflation port is observed. It shows the balloon/white inflation port can resist the normal usage water pressure and the balloon function is effective. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 27, 2017. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. Based on information provided, no patient harm occurred. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4). Note: there are two (2) more associated cases with regarding the reported event. A separate 3500a form has been created for each event.

Event description:
Complaint received reporting that the product was used on a patient and it fell out because it had pinholes and sprayed water. The product was disposed of after use. It was further reported that two more products which were not used on this patient had pin holes in the balloon and would not retain water (dates unknown). Those two were also disposed of. No pictures were taken. This was a balloon malfunction and no harm came to the patient. No further information has been provided.